Event description:
Procedure: lap gastric bypass. According to the reporter: the endostitch handle let go of two needles in the process of passing from one jaw to the other. The device component fell into the pt's cavity, the endostitch needle and suture, however, nothing was left in the pt. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. The pt is alive and stable.

Manufacturer narrative:
(B)(4).